Event description:
Patient is status post a right hip fracture which was operated by placement of a bipolar hip prosthesis at another facility during may 1996. The prosthesis subsequently became severely loosened and caused the patient pain. Intraoperatively, heterotopic bone was removed and a frozen section was taken which came back as no acute inflammation. The component was found to be loosened at the time of surgery. It was not known if the prosthesis had loosened due to glue or bone failure.